Manufacturer narrative:
Evaluation of the alarm did not confirm the reported issue; the sensor receptacle is not damaged and works properly. However, when the nurse call cable is plugged into the nurse call receptacle and the cable is moved, the red nurse light toggles on and off. There are scuff marks on the battery door. There is a note on the alarm stating "nurse call connection bad." The alarm has been in service for three years. (B)(4).

Event description:
Customer reported the sensor port is damaged, which was discovered during set up. Customer could not provide the date when found. No pt incident or injury was reported.